Manufacturer narrative:
(B)(4). Abbott vascular (av) analyzed the returned device and confirmed the reported leak while inflating. During analysis the device was pressurized and fluid was visible leaking from the distal end of the strain relief tubing. Av conducted root cause analysis and determined the most probable cause is variability in the gluing process during manufacturing. The issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, mid femoral artery. The 5.0/40mm armada 18 balloon catheter was placed in the patient, but upon inflation it was noted that the catheter was leaking from the area near the hub where the hub joins the catheter. The procedure was completed with a new balloon catheter. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.